Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 112 mg/dl at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.